Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high, out of range impedances (2200-2600 ohms.) When the lead was initially tested, the impedance measurements were at 2600 ohms, and decreased to 2200 ohms. Further trouble shooting was performed by changing out the quad clips, as well as the pacing system analyzer. Additionally, the lead was repositioned multiple times in the apex. Due to the impedance measurements remaining consistently high, the physician elected to replace this lead for a new one. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix retracted. Dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high, out of range impedances (2200-2600 ohms.) When the lead was initially tested, the impedance measurements were at 2600 ohms, and decreased to 2200 ohms. Further trouble shooting was performed by changing out the quad clips, as well as the pacing system analyzer. Additionally, the lead was repositioned multiple times in the apex. Due to the impedance measurements remaining consistently high, the physician elected to replace this lead for a new one. No adverse patient effects were reported. This lead was received for analysis.